Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the syringe and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that there was difficulty inserting the swg (spring wire guide) in the ars, so the swg was kinked. A new kit was opened.

Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. A similar product is sold in the us.

Event description:
The customer alleges that there was difficulty inserting the swg (spring wire guide) in the ars, so the swg was kinked. A new kit was opened.

Manufacturer narrative:
(B)(4). The customer returned one used spring-wire guide assembly. The ars syringe was not returned. The spring-wire guide was observed to be kinked (coil offset) and slightly bowed. These deformities indicate resistance was met during use. The outer diameter (od) and the overall length of the spring-wire guide were measured and both were found to be within specification. The kink was located 58.7cm from the proximal end and the bow begins 58cm from the proximal end. A tug test was performed on both welds and they were found to be intact. A device history record review as performed and no relevant findings were found. The customer issue of the spring-wire guide becoming kinked via interaction with the ars syringe was confirmed during sample investigation. A kink and bowing were observed near the distal portion of the spring-wire guide, indicating that resistance was encountered during use. The probable cause of this issue could not be determined because the ars syringe was not returned for investigation.

Event description:
The customer alleges that there was difficulty inserting the swg (spring wire guide) in the ars, so the swg was kinked. A new kit was opened.